Event description:
It was reported that the patient had a successful left ventricle ablation procedure and subsequently the patient was discharged home. The ablation procedure was performed in 2009. The patient was seen in the clinic a few days later with no problems. At about 4 days later, the patient had no pulse and CPR was administrated; however, the patient died. Per the ep physician, an autopsy was performed, and found that the left ventricle ruptured. Also, the physician stated that no problems were experienced with the biosense webster products during the procedure.

Manufacturer narrative:
Investigation of this complaint is in progress. This report will be updated upon completion of the investigation.